Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The pump was reset with the help of technical support, and the customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer acknowledged and understood.